Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account generated a false negative axsym hbsag result on a patient specimen. On (B)(6) 2010, the patient tested axsym hbsag negative ((B)(4)) which was questioned by the patient. The sample was tested again on (B)(6) 2010 with a reactive axsym hbsag result ((B)(4)). Additionally, the patient tested anti-hbs negative, hbeag negative and architect anti-hbc reactive. No hbsag confirmatory testing was provided. The negative axsym hbsag result was reported outside the laboratory. No impact to patient management was reported.